Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm surgical aortic valve, implanted for unknown duration, underwent a valve-in-valve procedure due to unknown reasons. The tavr was successfully performed with a 23mm 9750tfx valve.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. An attempt has been made for additional information; however, the healthcare denied the request and will not provide any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.